Event description:
Related manufacturing reference number: 2017865-2024-35111. It was reported that the right ventricular and right atrial leads exhibited low impedance and noise that was oversensed and led to pacing inhibition. It was noted the patient was not pacer dependent. Both leads were explanted but were replaced with a single chamber leadless pacemaker. The patient was stable.